Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer treated with a bolus. The customer reported motor error and excessive no delivery alarms. The customer reported the drive support cap to appear normal. The customer stated that the pump was not exposed to strong magnetic field. Customer declined to troubleshoot for high readings. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test unexpected restart error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no audio or beep anomaly noted. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on display window noted.